Event description:
It was reported that the implanted cypher select plus stent had fractured.

Manufacturer narrative:
This devise is distributed outside the united states ; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.